Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nk460d - biolox delta prosth.head 12/14 28mm s. To date there is no device available for investigation. According to the complaint description, there was a po fracture of the ceramic ball head. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4). Involved components ae-qas-h548-02 - collect.no.qas acetab.cups biol - unknown nc290t - metha cap 12/14 120°/0° size 0 - 51995505.

Manufacturer narrative:
Investigation results: visual investigation: ball head, density: the density was determined on the fragment of the insert and the fragments of the ball head. The measured average relative bulk density of both components complies with the delivery specification for biolox® components. Reconstruction: the ceramic ball head cannot be completely reconstructed from the delivered fragments. There are fragments missing which could potentially yield further information if they were available. Therefore, the analysis of the fragments and the fracture surfaces remains technically incomplete. Metal transfer: there are metal transfer patterns of erratic appearance on the polished surface and on the fracture surfaces. This secondary metal transfer was probably produced by chafing between the metal parts and the ceramic fragments after the primary fracture event and during the surgical procedures. Such patterns do not provide any information about the cause of the fracture. In case of a symmetrical taper fit between the ceramic ball head and the metal taper, thin concentric lines (primary metal transfer) are expected over the whole circumference in the region c. The primary metal transfer observed by us was found with varying intensity on the cone of the ball head. Additionally, metal transfer can be found in region d/e. However, it cannot be determined whether this metal transfer occurred prior to or after the primary fracture event. Fracture surfaces: obviously, fragments were chafing against each other in the period between the primary failure event and the delivery of the fragments to ceramtec. Due to this mechanism intensive chipping occurred at fracture surface edges and on all fracture surfaces. Therefore, further information probably was lost which may have been helpful in the failure analysis. If the primary fracture event is caused by hoop stresses inside the conical bore of the ceramic ball head, the primary fracture surface coincides with the ball head axis additionally, its appearance is very smooth and flat. The primary fracture surfaces and the region of fracture origin can be identified the fracture origin cannot be determined due to the referenced secondary damage. Insert: reconstruction the ceramic insert is not broken but the rim is chipped. Metal transfer: metal transfer of erratic appearance can be found on the outer surface, on the fracture surface and on the inner sphere of the insert. This secondary metal transfer was probably produced by chafing between metal parts and the ceramic insert after the primary fracture event. Thus, it does not provide any information about the cause of the fracture. In case of a symmetrical taper fit between the ceramic insert and the metal cup, metal transfer patterns (primary metal transfer) are expected over the whole circumference in region g/h of the insert (see appendix). The primary metal transfer observed by us was found equally distributed on the taper. Furthermore, intensive metal transfer can be found on the rim of the insert. This metal transfer indicates impingement between the metal stem and the ceramic insert. However, it cannot be determined whether this impingement occurred prior to or after the primary fracture event. Fracture surface: the rim of the insert is chipped over 40° of the circumference. The appearance of the fracture surface (rounded to the inner sphere) indicates that the chip-offs could have been caused due to edge-loading and/ or recurring subluxations of the ball head leading to multiple, secondary chip-offs at the rim of the insert. These fracture edges were rounded by the contact with the ball head. This fact leads to the assumption that the rim of the insert fractured prior to the primary fracture event of the ball head while the ball head fractured later-on due to point loading at the fracture edges of the insert. Metal abrasion on the polished surface of the insert an area of intensive metal abrasion can be found. The occurrence of this abrasion is a consequence of an intensive contact with the metal stem after the primary fracture event of the ball head. Breakouts: on the polished surface of insert and on the fragments of the ball head a multitude of small breakouts can be found. The occurrence of these breakouts is a consequence of recurring contacts with ceramic fragments potentially of the fractured insert. The finding of breakouts on the outer surface of the fragments of the ball head, supports the assumption above that the rim of the insert fractured prior to the fracture event of the ball head. Metal stem: on the provided metal stem intensive damage can be found in the taper region. This damage on the metal stem indicates intensive contact with fragments of the broken ball head and the bearing sphere of the ceramic insert over a longer period of time prior to the revision surgery. Due to the fact that the taper surface of the metal stem is severely damaged, no further information regarding a potential reason for the fracture can be gleaned from the metal stem. The metal stem does not provide any indication regarding a possible cause for the failure of the components. Batch history review: the device quality and manufacturing history records for the ball head and insert have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: the density of the insert and ball head was analysed and found to comply with the delivery specification for biolox ® components. The microstructure as obtained from the quality documents of both components meets the requirements specified at the time of production, too. There is no indication of any pre-existing material defect. Secondary metal transfer patterns can be found on the fragments of the ball head and on the fragment of the insert as a result of contact with metal parts and/ or surgical instruments after the fracture event. The primary metal transfer observed by us was found with varying intensity on the cone of the ball head. The primary fracture surfaces and the region of the fracture origin can be identified. The fracture origin cannot be determined due to the referenced secondary damage. The primary metal transfer observed by us was found equally distributed on the taper of the insert. Metal transfer on the rim of the insert indicates impingement between the metal stem and the ceramic insert. However, it cannot be determined whether this impingement occurred prior to or after the fracture event. Metal abrasion on the polished surface of the insert indicates intensive contact with the metal stem after the primary fracture event of the ball head. A multitude of small breakouts on the polished surface of the insert and on the fragments of the ball head indicates recurring contacts with ceramic fragments after the primary fracture event. The fact that fracture edges of the insert are rounded towards the inner sphere leads to the assumption that the insert fractured prior to the fracture event of the ball head. The fact that breakouts can be found on the outer surface of the fragments of the ball head also supports the assumption that the insert fractured prior to the fracture event of the ball head. On the metal stem provided, intensive damage can be found on the taper region. This indicates intensive contact with fragments of the broken ball head and the ceramic insert over a longer period of time prior to the revision surgery.the metal stem does not provide any indication regarding a possible cause for the failure of the components. Edge-loading and recurring subluxations lead to an increase of mechanical stresses at the rim of the insert, which may cause a fracture in that region. It cannot be determined whether the referenced edge loading situations and subluxations were an influencing factor for the fracture of the ceramic ball head.therefore, no possible cause for the fracture can be determined based on the provided fragments. Based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results a CAPA is not necessary.